Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the g5 app is not sounding alarms on the patient's (B)(6). This event occurred on (B)(6) 2016. Patient reported that the issue was resolved by deleting and reinstalling the application. No additional event or patient information is available.